Event description:
The customer reported a loss of the live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge representative performed an onsite evaluation of the system and placed an order for replacement parts. No further conclusion can be drawn as no further service information was provided at this time.